Manufacturer narrative:
The reported glidescope bflex 5.0 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bronchoscope but was unable to reproduce the reported image issue. When the verathon technical service representative connected the returned bronchoscope to known, good, test verathon equipment, the bronchoscope functioned as intended. They confirmed the image did not turn black with fuzzy lines as reported. The camera image quality test was performed and passed for the glidescope bflex 5.0 single-use bronchoscope. Neither the verathon glidescope core monitor nor the verathon core quickconnect cable used with the glidescope bflex 5.0 single-use bronchoscope were made available for evaluation. Upon completion of the evaluation the returned glidescope bflex 5.0 single-use bronchoscope was scrapped, as it is a single-use device, and there currently are no repairs available for this device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the image turned "black" with "fuzzy" lines appearing on the connected glidescope core monitor screen. The customer attempted to re-boot the glidescope core monitor several times, but it did not resolve the reported image turning "black" with "fuzzy" lines. The procedure was completed using another verathon glidescope core system and a new glidescope bflex 5.0 single-use bronchoscope, which was made available in an unspecified amount of time. After the procedure, based on troubleshooting the customer performed, the customer reported the issue may have been isolated to just the glidescope bflex 5.0 single-use bronchoscope initially used. There was no report of any harm to the patient during the procedure.